Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection, the keypad cover was found to be torn over the up arrow and down arrow keypad buttons, exposing the key contacts. During testing, the up arrow and down arrow keypad buttons were unresponsive due to inverted key contacts. All other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Additionally, the audio bolus button cover was torn, but the button functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging button tactile changes prior to damage. For approximately 3 to 4 months prior to the time of the complaint, all buttons have a delayed response. In addition, there is peeling of the rubber on the "up" and "down" buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time. .